Event description:
During the procedure, the deltaplush cerecyte microcoil (cpl10025630/ g14614) was difficult to advance through the excel 14 microcatheter. During the attempt to re-sheath the device, the coil prematurely detached from the delivery system. After the event, the same microcatheter was used with the next device. During advancement, no additional manipulation and torque was applied to further advance the coil through the microcatheter, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The procedure was completed uneventful and successfully by placing other coils in the aneurysm. Prior to use the microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the device (unraveled, stretched, kink, bend, crack, separated, fracture, etc). The target site was the para-ophthalmic ica with a broad base aneurysm. No further information was available.

Manufacturer narrative:
During the procedure, the deltaplush cerecyte microcoil ((B)(4)) was difficult to advance through the excel 14 microcatheter. During the attempt to re-sheath the device, the coil prematurely detached from the delivery system. After the event, the same microcatheter was used with the next device. During advancement, no additional manipulation and torque was applied to further advance the coil through the microcatheter, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The procedure was completed uneventful and successfully by placing other coils in the aneurysm. Prior to use the microcatheter was re-shaped with the shaping mandrel, steam, and without any damages. Other that what was reported, no other damages were noticed on the device (unraveled, stretched, kink, bend, crack, separated, fracture, etc). The target site was the para-ophthalmic ica with a broad base aneurysm. No further information was available. The coil was returned severed from itself with the proximal end still attached to the detachment fiber. The fracture was ductile in nature requiring external force. No material defects were found to either of the severed ends of the coil. A severe kink was found 3.6 cm off the distal tip of the device positioning unit (dpu). The proximal end of the coil still attached to the detachment fiber unraveled out of the distal soldered section. The proximal end of the coil not attached to the device positioning unit (dpu) had buckling and compression damage followed by stretching. The excel microcatheter was returned cleaned. The returned microcatheter passed extensive inspection and functional testing and most likely did not contribute to the field complaint as was presented to the laboratory in a cleaned state. The evidence strongly suggests that distal interference inside the microcatheter most likely caused the coils difficulty advancing through the microcatheter. When the coil was being retracted for removal, this interference most likely anchored the coil causing it to stretch and sever. The exact source of this interference whether from a fixed or detached nature cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damages found during analysis may have occurred after the device was removed from the patient, since it was reported that there was no other damages. With review of the available information, it appears that procedural factors may have contributed to the event, but a definitive root cause cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.